Event description:
In a journal article, the investigator reported a pt experienced a posterior capsule rupture during a cataract procedure. It was stated that the pt developed diffuse corneal clouding in the late postoperative period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).